Manufacturer narrative:
(B)(4). Stuck in ack 1/3 status. Resending 6-27-2016. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic hepatectomy, the blade was broken off inside the patient after ¿relax pressure on blade¿ was displayed twice. All broken pieces were retrieved from the patient.. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.